Event description:
The user facility reported that the intraocular lens (iol) would not unfold after it was inserted in the eye. The iol was removed without injury to the eye during the same surgical procedure.